Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated false asystole due to undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one week of being implanted, the implantable cardiac monitor (icm) experienced intermittent undersensing of ectopic beats causing false bradycardia and pause episodes. The icm remains in use. No patient complications have been reported as a result of this event.